Event description:
A surgeon reports he saw a scratch on the intraocular lens following insertion. The scratch has had no impact on the pt's outcome and the lens remains implanted.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.